Manufacturer narrative:
A philips field service engineer(fse) went to the customer site. Fse could not confirm the customer's reported issue. Fse informed the customer to ensure they are using the recommended philips accessories and consumables. Issue was not confirmed and no repairs were performed. The device is working according to specifications. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported the spo2 measurement was reading 4 points higher than it actually was measuring. The device was in use. There was no patient or user harm reported.